Event description:
The patient mentioned during an appointment that his seizures have gotten ¿slightly worse¿ since being implanted with vns. Diagnostics were within normal limits. No further relevant information has been received to date.